Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted to be implanted but no sensing was noted and no pacing, thus the lead was discarded and replaced. No adverse patient effects were reported.